Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition, no anomalies were noted with the trigger and handles. The instrument was cycled, fed and formed one conforming clip and one advancer bypass issues noted. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed with no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastrectomy, the trigger broken. Another device was used to complete the case, there was no adverse consequence to the patient.